Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:one (1) outflow graft of unknown lot number and one (1) sewing ring screw from hvad implant kit of unknown serial number were not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the reported broken screw event can be attributed to excessive stress applied by tightening the screw at an angle due to limited access to the implant site or the screw was not fully supported by the sewing ring clamp, which could be caused by the user backing the screw out of the intended position, resulting in the screw breaking under load. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: heartware ventricular assist system ¿ sewing ring: model #: 1153 / catalog #: 1153 / expiration date: unk/ serial or lot#: unknown, UDI #: asku. Device available for eval: no. Mfg date: unk. Device labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized to have a relocation of the outflow graft from the left axillary artery to the ascending aorta. During the operation, the left ventricular assist device (lvad) inflow ring screw broke and required major effort to replace. No further patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.